Manufacturer narrative:
Device 2 of 2. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Lead was kinked with wires broken. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulation in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-02061. The pt ((B)(6)) received his scs system including percutaneous leads and a lead extension in (B)(6) 2007. It was reported that the pt lost stimulation. The leads were explanted on (B)(6) 2007. The physician plans to implant a surgical lead at a later date. Follow up on the pt found that no further issues have been reported. The explanted leads were returned to ans for evaluation. No further info is available.